Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2020 to (B)(6) , 2020. H10: the actual devices were not available; however, twelve (12) companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Two (2) randomly selected samples were functionally tested and a leak was observed at the spike port bonding area of both samples. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked around the admin port. This was identified before leaving the pharmacy, after preparation, before storage and prior to patient use. There was no patient involvement. No additional information is available.